Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for multiple pump error. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected pump error 15 and pump error 4 alarms during testing however, pump error15 and pump error 4 alarm are found in the formatted history file due to a software error.